Manufacturer narrative:
The tube was returned by the hospital, it was sent to foreign co affiliate for examination on 9-11-96. Awaiting results of the analysis. Data a1,a3,a4 & d10 not reported to co. This should be sought from the hospital. A microscopic examination revealed the tube had been cut with a sharp instrument. Have asked clinician to check whether an abdominal procedure was carried out which could have caused the tube to be inadvertently cut.

Event description:
Tungsten weight was seen on x-ray to be outside the silicone rubber feeding tube. The tube has been removed. The baby is being monitored to see if the tungsten weight will pass through the system with the baby's feces. The tube was only on 3 days.